Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturing reference number: 3006705815-2020-03002. During a surgical procedure held on (B)(6) 2020 for an ipg replacement, a fluoro image was taken where it was discovered one of the leads had fractured. As a result, one lead was explanted and replaced. It is unknown which lead was explanted, therefore both leads are being reported. During the same surgery, the ipg was explanted and replaced and is being documented in related manufacturer reference number: 3006705815-2020-02998.